Manufacturer narrative:
Service was not dispatched to the site. The event was sample specific and was consistent with some type of interference.

Event description:
The customer reported that an erroneous, low creatine kinase (ck) result was generated on a unicel dxc 600 synchron system for one patient. The initial, undiluted sample generated a suppressed, low ck result with an out of instrument range (oir) flag. This test was repeated multiple time in various dilutions on the same instrument and a range of ck results were generated, including a result that was below the reference range and a result that was above the reference range. The low repeat result was generated from a sample prepared using lipoclear. No erroneous results were reported from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Following beckman coulter inc. Technical advice, the laboratory reported an unable to analyze result from the laboratory. Ck quality control (qc) results were within the customer's established specifications during the timeframe of this event. No additional system information was provided by the customer. The sample was grossly lipemic, and possibly hemolyzed. No additional patient information or sample handling/preparation information was provided by the customer.